Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as red and chaffing. Patient reports it feels like a heat rash. There was no alleged device malfunction contributing to the irritation. The patient¿s sister who is a cardiac nurse applied gauze to skin for the skin irritation. Outcome of the irritation is unknown